Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 control panel mrp. The incident occurred in (B)(6) . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 control panel mrp stopped working during priming. The customer shacked the cable and restarted the device which solved the reported issue. There was no patient involvement.

Manufacturer narrative:
Livanova field service representative was dispatched onsite to investigate the reported issue could be confirmed and was caused by a not correctly inserted connector of the pump. After reinsertion of the pump connector subsequent functional verification testing found no further issues. The device was returned to service. It could not be determined how the connector became loose. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.